Event description:
It was reported that a user skipped the fill tubing step during an infusion set and cartridge change and could not navigate back to that step until guided by support, after which drops were observed and the issue resolved. Symptoms included no adverse clinical effects. Outcomes included no change in clinical status ans no alarms. Investigation included customer service troubleshooting and user education on correct supply change steps. Investigation of this case revealed user error in performing the infusion set/cartridge change, with no device malfunction identified and no affected device components. It was concluded, based on previously established findings for similar reports, that the cause was use error related to operating instructions.